Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, approximately 18 to 24 months post-operative of an umbilical hernia procedure, the patient started to feel pain and soreness around the umbilical area. It was stated that when pressure is applied to the navel, the patient felt like there was a needle sticking. The patient consulted with a new surgeon to correct the issue.